Manufacturer narrative:
The complaint of a leak (partial break) in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed two partial breaks in the catheter tubing. The location of the partial break sites is located between the 23 and 25 cm depth markers. Both partial break sites are nearly perpendicular to the axis of the tubing. The tubing surrounding the partial break sites is slightly compressed and has rounded edges. It appears that the catheter was subject to fatigue failure, which is the gradual fracture of a component that is under cyclic loads. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing friction and material wear. Flexural fatigue appears to have attributed to the two partial breaks in the catheter tubing. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of rewi0299 showed to other similar product complaint from this lot number.

Event description:
Patients with chemotherapy. Feel discomfort during a single session in the upper arm in connection with the administration of chemotherapy. The catheter is pulled and it turns out to have a hole in it.